Event description:
It was reported by the rep that (2) tct75 were used during a thoracotomy procedure. It was reported that the instruments would not fire. There were no complications. The procedure was completed with another instrument. There was no pt consequence.